Event description:
It was reported that this pacemaker device and unknown right ventricular (rv) lead exhibited loss of capture. Rv thresholds were 1.2mv at implant and 1.9mv at the recheck appointment. The rv pacing impedance are within normal range. The physician reported that the patient experienced dizziness and weakness. The physician recommended a follow up appointment in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.